Event description:
On (B)(4) 2011, the lay-user/patient's health care professional (hcp) contacted lifescan from (B)(6) alleging an apply sample issue with a one touch verio pro meter. The patient's hcp did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. The meter and test strips were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient's hcp claimed that the meter had an apply sample issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient's hcp did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
The lay user/patient's products have been returned and evaluated by lifescan product analysis with the following findings: on june 6, 2011, the meter involved with this complaint failed testing. The meter was found to have microcontroller failure u101. A secondary issue was also noted, and found eeprom failure; error 1 presented during troubleshooting due to high temperature. The test strips were also tested on may 24, 2011 and was found to function properly. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.